Manufacturer narrative:
The lot number of the broken device is unknown; the device probably belongs to one of the lots affected by recall. In 2019 we observe have sharp increase of reports on breakage in these drains during use, in connection area. The breakage was associated with the new tool used for the production of connector which connects clear tube and white draining portion in these drains. Following this increased rate, on 06/28/2019, degania initiated recall #8030107-06/28/2019-001-r to remove all drains in which new design of connectors was used.

Event description:
After whipple procedure, the patient came for an office visit for right upper quadrant pain and decreased drainage from the jp tube. An abdominal CT noted a separation of the clear portion of the jp drain from the white portion. Patient underwent a diagnostic laparoscopy for removal of retained portion of the drain, and replacement of second drain. The white portion of the drain was tunneling out between loops of bowel and there was cloudy pancreatic type fluid coming out from this tract once the fluted drain was removed.